Event description:
A malfunction on the pump was reported by the caller. There was no reported impact on the customer's blood glucose levels, as the caller declined to provide specific details. Customer technical support decided to replace the pump, and since the pump was out of warranty, the caller expressed interest in obtaining an out-of-warranty loaner pump.